Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 10.3, ¿returning the endoscope for repair¿ on page 63. If any irregularities are suspected after inspection follow the instructions given in chapter 10, ¿troubleshooting¿.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the reported issue was confirmed. The device upon inspection determined that the ¿a-rubber¿ unit was missing. Leak was observed on the device. Device was placed for repair. Reported issue was confirmed. Probable cause could be due to handling and or maintenance issue. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device "a-rubber" on the distal tip fell off, cleaned right off during reprocessing. There was no patient involvement on this event. No user injury reported.